Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: suction channel, cfu: >80cfu, bacterial identification: lysinibacillus sp. Sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: 4 cfu, bacterial identification: staphylococcus epidermidis and staphylococcus caprae. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: 3 cfu, bacterial identification: filamentous fungi. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu: 5 cfu, bacterial identification: bacillus species, staphylococcus warneri. Sampling date: (B)(6) 2025, sampling from: all channels, cfu: 12 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: 6 cfu, bacterial identification: staphylococcus warneri, dermacoccus nishinomiyaensis. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: 1 cfu, bacterial identification: pseudomonas oryzihabitans. Sampling date: (B)(6) 2025, sampling from: all channel, cfu:7 cfu, bacterial identification: n/a. Based on the provided data, there could potentially be a correlation between the actual product/ device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, foreign objects in the channel) could be a source of microorganisms. Foreign objects and several deviations were reported in this device. Without the cleaning disinfection and sterilization (cds) information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the instructions for use (IFU) with product status. The first olympus hygiene microbiological investigation (hmi) confirmed customer concern regarding contamination and possible damages. After repair with channel replacement and reprocessing by olympus, the 4th hmi results was negative. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.